Manufacturer narrative:
While troubleshooting with the service center the customer confirmed they are using the sdi in and video in setting on the monitor and power was supplied to the cart. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use their high-definition lcd did not display an image. The procedure was completed with a similar device. There was no death, harm, or patient injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that abnormal sdi output may have caused the issue. Olympus will continue to monitor field performance for this device.